Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving clonidine (80 mcg/ml at unk mcg/day) and unknown morphine drug (10 mg/ml at unk mg/day) via an implantable pump for unknown indications for use. It was reported that the patient got a new personal therapy manager (ptm) about six months ago and since then she has been experiencing increasing wait times when attempting to give herself a bolus. The healthcare provider (hcp) stated that there was a lag of about 10-15 minutes at 90 percent when patient tries to give herself a bolus. The hcp stated that the patient was prescribed 10 boluses/day. The technical services (tss) had the hcp open patient data service and clear data to see if that minimized the lag. The hcp stated that the patient is currently in a lockout, so the tss instructed to call back if issues persist.